Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a normal device change out procedure due to normal battery depletion. When the terminal pin of the right ventricular (rv) lead was pulled from the header after the set screws on the device were loosened, a portion of the insulation had peeled off in the joint area. Testing was performed and all lead measurements were in normal range. As a result, the physician elected to leave the rv lead implanted and in service with the newly implanted device. No adverse patient effects were reported.